Event description:
The home patient and a family member reported a leak during automated peritoneal dialysis. It is reported by the healthcare professional that there was a leak noted with the transfer set. The set was changed with no patient injury reported by the healthcare professional.